Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to construction/design false and defective for the crack in the oscillation head, the shifted pressure disk in the tension screw and loose turning knob. The second assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the coupling tool side was worn out, the electronic control unit only ran clockwise, the oscillation head had a crack, the pressure disk on the tension screw shifted, the adjuster fork p/oscillator was broken and the turning knob was loose on the battery oscillator device. It was further determined that the device failed pretest for general condition, check saw blade coupling, check saw head ratchet and check the oscillation frequency. It was noted in the service order that the device was blocked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.